Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that a manufacturer representative (rep) went over about 5 weeks ago and determined some of their electrodes were bad (said they couldn't go higher than one - agent understood intensity settings), but they were able to get the stimulation working again. Additional information was received from a manufacturer representative (rep). It was reported that the rep saw the patient on (B)(6) 2025. The patient had new impedances on 2 electrodes (#9 and #15) which they referred to as "bad" but were unable to program around them. This caused an inability to increase stimulation. The patient prefers to feel stimulation and had their hd programs on the right lead running at 9.0ma for intensity and charging twice a day. The rep set the patient up with new programming using 450 pw and 450hz for paresthesia based stimulation. The patient still has 1min on/1min off cycling per their request and showed them how to turn it off if desired. The patient is getting the best relief with all programs on the right lead and gets more painful sensations on their back when trying to program on the left lead. The rep was able to achieve the best coverage on the patient's lower back area using middle electrodes of the right lead. The patient is happy with their new programming and will reach out if they need anything else.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.